Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot part # 319.006, synthes lot # 7946959, supplier lot # na, release to warehouse date: 12 mar 2015, manufactured by synthes jennersville. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted no ncr's were generated during production. Device history batch, null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: updated event description: it was reported that on an unknown date, it was noticed the depth gauge tip was broken off the handle when picking up the instrument set during the cleaning process. There was no patient involvement. This complaint involves one (1) device. Investigation flow: visual/damage . Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 7946959) was received with the needle broken off from the slider at the needle threads. The protection sleeve was not returned and is missing. The distal needle tip was also observed to be slightly bent. No other issues were identified with the returned components of the device. Dimensional inspection of the needle threads could not be conducted due to post manufacturing deformation and damage of the threads. Document/specification review: the following drawings, reflecting the manufactured and current revisions, were reviewed. Depth gauge for 2.0/2.4mm screws 319_006 rev g to n needle 319_006_3 rev e . During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 7946959) as the needle was broken off from the slider. The protection sleeve was not returned and is missing. The distal needle tip was also observed to be slightly bent. While no definitive root cause could be determined, it is possible that the device encountered unintended forces, leading to bending and breakage of the needle. It is possible that the protection sleeve was misplaced during reprocessing/surgery. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was noticed the depth gauge tip was broken off the handle when picking up the instrument set during the cleaning process. There was no patient involvement. This is report 1 of 1 for (B)(4).